Manufacturer narrative:
One gold-tite® square uniscrew was returned for inspection. The screw was fractured at the middle of the threaded region. The returned device was examined visually. A device history review was performed for the device (item# unisg / lot# 1183718) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® square uniscrew it is recommended to torque at 32-35 ncm. The complaint was confirmed, as the screw had fractured. A singular cause could not be identified.

Event description:
The dentist reported that a dental bridge had mobility and when it was removed the abutment screw was fractured. It was placed on (B)(6) 2015 and removed on (B)(6) 2017.